Manufacturer narrative:
Concomitant medical products: product ID: 5592-53 lead, implanted: (B)(6) 2012; product ID: 694765 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been experiencing intermittent diaphragmatic stimulation. All pacing configurations had been tried but the stimulation continued. Further programming options were discussed and the left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.